Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be re-opened for investigation.

Manufacturer narrative:
H10: h2, h3, h6. The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation did not reveal any problems. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event.

Event description:
It was reported that the during shoulder arthroscopy rotator cuff surgery, at the time of connecting the device, the steps corresponding to the instructions were carried out, when connecting the cassette to the console, it did not recognize it and generated "cassette insertion / pressure deviation error" on the screen, it also generated a sound in the pump console. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.